Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.